Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received alert for non-sustained lead noise episodes due to suspected myopotential oversensing. Oversensing could not be reproduced in clinic. Programming changes were made and the patient will be monitored with routine clinical follow-up. The patient medical condition was good.